Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient experienced abdominal pain as a result of the peritonitis. On the same date as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the recovery status of the patient was unknown. Dianeal therapy was ongoing. Additional information is not available at this time.